Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise oversensing. As a result, the patient had increased follow-up, due to the device. During the revision procedure, the lead was not checked by a pacing system analyzer to check for electrical integrity. However, the noise was observed through the programmer, thus the physician opted to remove and replace the lead. The cause of the clinical observations remains unknown. No additional adverse patient effects were reported.